Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter hub leak is confirmed but the exact cause is unknown. One video sample of an implanted powerpicc catheter was provided for evaluation. The catheter hub is attached to the luer cap and syringe containing clear fluid. The fluid is being infused through the catheter and beads of fluid are observed to leak between the interface of the luer cap and catheter luer hub. The components could not be closely inspected from the video sample. Based on the information provided, possible contributing factors include component interference and damaged components. Since the presence of a leak at the interface was observed, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the customer revealed that after insertion of catheter on (B)(6), 2023, attach the leur fitting on one lumen of the catheters with a needle-free connector, but water leaked. Water leakage still occurred after multiple replacements of the connectors. No other information was provided.

Event description:
It was reported the customer revealed that after insertion of catheter on (B)(6) 2023, attach the leur fitting on one lumen of the catheters with a needle-free connector, but water leaked. Water leakage still occurred after multiple replacements of the connectors. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.